Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated calcium result generated on the alinity c processing module on a patient that was not reported out of the laboratory. Results provided: sid (B)(6) = 4.487 / 2.224 mmol/l, another alinity = 2.197 mmol/l normal range: 2.10-2.55 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated alinity c calcium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. To further investigate the customer¿s issue, the historical performance of alinity c calcium reagent lot 67582un22 was evaluated using world-wide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 67582un22 is within the established limits. Therefore, no unusual reagent lot performance was identified device history record review did not identify any nonconformances or deviations associated with the likely lot number 67582un22 and complaint issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent for lot 67582un22 was identified.

Event description:
The customer reported a falsely elevated calcium result generated on the alinity c processing module on a patient that was not reported out of the laboratory. Results provided: sid (B)(6) = 4.487 / 2.224 mmol/l, another alinity = 2.197 mmol/l. Normal range: 2.10-2.55 mmol/l. No impact to patient management was reported.